Event description:
Noise with inappropriate therapy were reported on this lead. The lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 lead explanted. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 7 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed approximately 7 cm proximal to the lead tip that the insulation was found damaged due to wear. In this distal region the conductor cable leading to the ring electrode was found fractured. The above mentioned damages are assumed to be the root cause of the reported oversensing leading to inappropriate therapy. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed a stretched rv shock coil, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.